Manufacturer narrative:
Isi will not be receiving the sureform 60 stapler instruments, or the blue sureform 60 reloads associated with this complaint. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. There were two procedures by the surgeon where sureform stapler 60 instruments were used. The procedure shows sureform stapler 60 instrument with part number: 480460-08, lot l90190902-0156 fired five blue sureform 60 reloads, and all the firings were completed. No related system errors were found to have occurred during the surgical procedure. This complaint is being classified as a reportable event due to the following conclusion: it was reported that some weeks after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital due to a hole in the staple line. As a result, on (B)(6) 2019, the patient underwent a second procedure to repair the hole. However, at this time, the cause of the staple line hole is unknown.

Event description:
It was reported that some weeks after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital due to a hole in the staple line. As a result, the patient underwent a second procedure to repair the hole. However, at this time, the cause of the staple line hole is unknown. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was contacted by the surgeon to report the event. On (B)(6) 2019, the patient underwent a sleeve gastrectomy procedure, wherein a sureform stapler 60 instrument and blue sureform 60 reloads were used. There were no reports of any intra-operative complications during this initial procedure. Some weeks postoperative, the patient reported symptoms of nausea, and a CT scan was performed. On (B)(6) 2019, the patient underwent a second procedure, and a staple line hole was identified and repaired. The patient was reported to be recovering in the ICU. The csr confirmed that the sureform stapler 60 instrument would not be returned to isi for evaluation. The surgeon "believes" the sureform stapler 60 instrument allegedly caused or contributed to the reported injury. There is a video recording of the procedure; however, isi was not provided a copy for review. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.